Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported that, on the second day of having the implant, the patient experienced vibrating as if someone increased their stimulation. The patient advised they did not increase the stimulation, but they lowered it. The patient had a urinary tract infection prior to device implant. The patient thinks they have a uti again as they have been voiding every hour. The patient called their physician and is on medication for the uti and has been using diapers. The patient was feeling a burning sensation at the same time. The stimulation was turned off as the patient was also experiencing discomfort. The patient has requested a call back from their care team for further assistance. The clinical specialist said the burning sensation is associated with the uti. This is not a device issue. The clinical specialist spoke with the patient, and the burning has subsided after finishing their antibiotics. There is no further action at this time.

Event description:
It was reported that, on the second day of having the implant, the patient experienced vibrating as if someone increased their stimulation. The patient advised they did not increase the stimulation, but they lowered it. The patient had a urinary tract infection prior to device implant. The patient thinks they have a uti again as they have been voiding every hour. The patient called their physician and is on medication for the uti and has been using diapers. The patient was feeling a burning sensation at the same time. The stimulation was turned off as the patient was also experiencing discomfort. The patient has requested a call back from their care team for further assistance. The clinical specialist said the burning sensation is associated with the uti. This is not a device issue. The clinical specialist spoke with the patient, and the burning has subsided after finishing their antibiotics. There is no further action at this time.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of burning sensation, discomfort, infection, pain, undesired sensations, and urinary frequency was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that, on the second day of having the implant, the patient experienced vibrating as if someone increased their stimulation. The patient advised they did not increase the stimulation, but they lowered it. The patient had a urinary tract infection prior to device implant. The patient thinks they have a uti again as they have been voiding every hour. The patient called their physician and is on medication for the uti and has been using diapers. The patient was feeling a burning sensation at the same time. The stimulation was turned off as the patient was also experiencing discomfort. The patient has requested a call back from their care team for further assistance. The clinical specialist said the burning sensation is associated with the uti. This is not a device issue. The clinical specialist spoke with the patient, and the burning has subsided after finishing their antibiotics. There is no further action at this time.